Manufacturer narrative:
The mega needle driver instrument involved in this complaint has been discarded by the customer. Therefore, an evaluation of the device cannot be performed by isi. This complaint is being reported based on the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
On 03/27/2019, intuitive surgical, inc. (Isi) received medwatch report # (B)(4). It was reported that during a da vinci-assisted surgical procedure, a mega needle driver instrument broke and fragment(s) from the instrument fell into the patient. The surgical staff recovered all broken fragment(s) and completed the procedure with no report of patient harm, injury, or adverse outcome. Isi followed up with the initial reporter and obtained the following additional information: this reported event occurred on (B)(6) 2019. The customer reported that the instrument will not be returned to isi for analysis because surgical staff discarded the instrument following the procedure.